Event description:
The clinician stated that the safety feature of the needle failed to engage. The clinician also stated that 8 more devices of the same device in different sizes were opened to test the safety feature and 4 of these were difficult to close the housing over the needle, or couldn't be closed. The product codes and the lot numbers of the other sizes were also listed in the report. No harm was done to the pt or clinician.

Manufacturer narrative:
The investigation of this event is pending and includes additional sizes as described by the clinician. The product codes named are clg 2010 (lot 1004175 as named above), clg 2015 (lot 802116 and lot 706117), clg 2034 (lot 912124). One sample was returned by the facility.